Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer changed cartridge and performed fill tubing. Reportedly, the pump is delivery as intended.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.